Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a decrease in sensing threshold and an increase in capture threshold on the right ventricular (rv) lead. During the rv lead revision, the helix was unable to extend due to blood/tissue in the helix, therefore, the rv lead was explanted and replaced. The patient was stable with no consequences.